Event description:
Unit was running on ext power. Customer lost ext power and the vent shut off with no harm to the patient. Additional event descripton: power problems - vent would stop running - go blank - dead. No alarm alleged by customer. This was reported by patient's family. Reporting source did not see event. Power source at the time of event: internal battery and ac power; primary power source: ac power; accessories used: humidifier, o2 source; ac adapter unavailable for return per customer.